Manufacturer narrative:
The field service engineer (fse) noted the incubator belt was vibrating and noisy; the mixer pulleys cracked and the belt was tight; and the tensioner was dirty and did not move properly. The fse replaced the incubator belt and three mixer pulleys. The fse cleaned and lubricated the tensioner and performed system check, high sensitivity (hs) system check, carryover test, and quality control. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. Although, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00298.

Event description:
The affiliate stated the customer reported a higher than expected ferritin result for one patient and a positive hivco result for another patient involving the access® 2 immunoassay system. The patients' samples were reanalyzed on an alternate access® 2 instrument and lower ferritin and negative hivco results were obtained. The original results were not released out of the laboratory. There was no impact to patient care associated with this event. No sample integrity issues were noted at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.